Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped inflating 5 months ago, patient had been using the device normally prior to this. A surgical procedure was performed to replace the system. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.